Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress was noted through the hemostatic valve upon aspiration. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least sixteen applications were performed with catheter 2af284 / 62826-97 on the date of the event with no system notice or any issue. Visual inspection of sheath 4fc12 / 93278-047 showed the device was intact with no apparent issues. Flushing testing did not show any air passing through the tube or expelled from the distal tip. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve. It is suspected that the valve disk is torn. In conclusion, the reported issue air ingress during aspiration has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.